Event description:
A malfunction was reported, with no notable events occurring before it. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump and provided instructions for future issues. The customer updated the pump's software and understood the guidance to call back if any malfunction recurs.